Event description:
pt reported had infusion yesterday and at the end pump's spring broke. was able to complete the infusion but now will need new pump for next infusion. pharmacy replaced device. unknown serial number and expiration date. pt did not miss a dose. unknown if adverse event occurred due to product issue. unknown if device available for return. hizentra indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function and selective deficiency of immunoglobulin g "[igg]" subclasses. no further info/details or dates available.